Event description:
Boston scientific received information that during a follow up an increase in pacing thresholds and pacing impedances were noted on this left ventricular lead. The configuration was changed which showed lower pacing thresholds and pacing impedances. A fluoroscopy was scheduled. Under fluoroscopy a lead fracture was noted near the insertion of the left ventricular lead into the header. The physician wanted to implant a new left ventricular lead. At this time the lead remains implanted. No adverse patient effects were reported. An x-ray was sent to technical services for review. Upon review of the x-ray images technical services noted that the conclusion of a lead fracture maybe the result of an image illusion. Technical services noted that if the terminal pin was separated from the lead body, the ring to can vector would be out of range, which it was not. The x-ray was sent to engineering for additional review. Technical services noted that there does not seem to be excess train on the left ventricular lead based on x-ray images.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this lead was surgically capped and abandoned. At this time no additional information is available.

Manufacturer narrative:
Additional information provided noted that this lead remains implanted, and a follow up will take place in the near future.